Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunctions: degradation problem identified. The most probable cause of the identified failure was traced to component failure, which is known inherent risk of the device. A definitive root cause however cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject flex video scope exhibited doating peeled on the connecting tube (more than 1mm2). There was no patient involvement.